Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the need for a magnetic resonance imaging (MRI). There was no device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had tenderness over the ipg. It was noted that the device has malposition. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had tenderness over the ipg. It was noted that the device has malposition. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had tenderness over the ipg. It was noted that the device has malposition. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had tenderness over the ipg. It was noted that the device has malposition. The patient will undergo a revision procedure.